Manufacturer narrative:
The excor blood pump, s/n, (B)(6) on the patient was in use from (B)(6) 2023 until the time of the excor removal on (B)(6) 2023 (40 days). We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.

Event description:
Berlin heart clinical affairs was informed by japan distributor that a patient had a neurological dysfunction symptom. Scheduled pump exchange due after 1 year of use of the pump was postponed due to the patient's health condition (severe infection). When the patient became stable the pump was exchanged on (B)(6) 2023. However, a thrombus was found inside the new pump. Therefore, the pump was converted from excor to centrifugal pump (biofloat) on (B)(6) 2023. After conversion, hemiplegia appeared on (B)(6) 2023. Two CT scans revealed an enlarged cerebral infarction and a widespread brain tumor.

Manufacturer narrative:
Data corrected in section d to match device information in gudid per the FDA letter dated 5/20/2024. D1 changed the brand name to match gudid d2a changed the common device name to match gudid d4 UDI changed, to include complete UDI number (di+pi) (01) (B)(4).